Event description:
Balloon burst at 2 atmospheres during procedure (rated at 8 atm). No pt complications reported, however, during evaluation a perforation exhibiting a jetstream type leak was noted. It has been determined this type of leak can result in an adverse event if it were to recur.